Event description:
Baxter (B)(4) received a report that one (1) intermate unit leaked. It was not reported at what stage the problem was noted; there was no report of patient involvement, injury or medical intervention. Sample is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. However, visual examination of the sample noted a ruptured bladder in a non-footed position. An additional complaint file was opened to investigate the condition found in service. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.